Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high capture threshold and intermittent capture due to lead dislodgement was observed. Lead was explanted when repositioning was unsuccessful. Patient condition was fine after the procedure.